Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there is a black vertical line on the screen of the meter. Caller stated it is difficult for the patient to read the information. No adverse event reported. Requested return of the alleged meter for evaluation.